Manufacturer narrative:
Suspect device received on may 17, 2021. Device evaluation completed on may 20, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 350cc breast implant had creases/folds on the anterior and posterior view. Additionally, a tear measuring less than 0.1 cm was found within a crease/fold on the anterior view. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with a mentor smooth round moderate plus profile 350cc saline prosthesis experienced bilateral deflation post procedure. The physical consultation with the physician confirmed the deflation. As a result, patient scheduled for bilateral replacement with cat#: 3502350 on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient underwent bilateral replacements as follow l) cat#: 3502350, sn#: (B)(6), and r) cat#: 3502350, sn#: (B)(6). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).